Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely through merlin.net. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. The patient was brought in clinic and a device download was performed successfully. The patient would continue to be followed-up normally.

Event description:
New information received noted the patient reported no symptoms throughout the event.